Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had a right primary fixed bearing attune total knee replacement in (B)(6) 2015. Patient tripped and fell in (B)(6) 2016. Patient presented on (B)(6) 2017, complaining of pain on weight bearing in right knee. X-rays and investigations, revealed a right medial tibial periprosthetic fracture. Patient underwent revision surgery on (B)(6) 2017. Surgeon noted on explanting the tibial insert, that the surface appeared pitted and showed signs of wear. All primary components were explanted.